Manufacturer narrative:
D2b: pro code (product code): fge, lit. G4: premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon rupture occurred. A dialysis patient underwent percutaneous transluminal angioplasty (pta) in the axillary artery. A 6.0 x 80, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon burst and was noted the contrast was leaking. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b: pro code (product code): fge, lit g4: premarket / 510(k) #: k141521, k141597 device evaluated by MFR: the mustang was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 8mm in length and extended from a position 6mm proximal of the distal markerband to 11mm proximal of the distal markerband.

Event description:
It was reported that balloon rupture occurred. A dialysis patient underwent percutaneous transluminal angioplasty (pta) in the axillary artery. A 6.0 x 80, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon burst and was noted the contrast was leaking. The procedure was completed with another of the same device. There were no patient complications as a result of this event.